Event description:
Reportedly, the sulu's jaws locked on the tissue after firing and the sulu disengaged from the instrument. Therefore, the sulu had to be transected from the tissue to release the device by using another device to complete the case. Pt status: no pt injury reported.